Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is experiencing sharp but horizontally doubled vision with an angular separation. The consumer has residual astigmatism. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for evaluation; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted.